Event description:
It was reported that during post-implant check, device interrogation revealed that the right atrial (ra) lead electrograms (egms) were stacked with the ventricular egms. Chest x-ray confirmed that the ra lead was dislodged. The ra lead was explanted and replaced. The patient was in stable condition.